Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that while stimulation was turned on, the stimulation was aggravating instead of relieving. The patient said the aggravation started in 2012 and gradually got worse over time. The battery was reported to be discharged in (B)(6) 2014. The patient charged it back up but over the course of the year it would take longer to charge and would not hold the charge as long. The implantable neurostimulator (ins) was removed, but the leads were left in place because they were in her neck. The physicians tried to connect a new ins to the wires to see if stimulation was still aggravating to the patient and it was, so no new ins was implanted. If additional information becomes available regarding the patient¿s outcome, a follow-up report will be submitted.